Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.

Event description:
10/12 at 11:23. Charging cable in wall socket, patient connected without issue. Patient notices that the fetal movement button does not make a sound when pressed. Movements recorded in milou. After a while, the screen goes black. Entire recording appears to be in milou.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.

Event description:
(B)(6) at 11:23. Charging cable in wall socket, patient connected without issue. Patient notices that the fetal movement button does not make a sound when pressed. Movements recorded in milou. After a while, the screen goes black. Entire recording appears to be in milou.